Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare professional (hcp) regarding an unknown patient. The rep reported that they had seen pump that take more than 2 hours to recover after a MRI motor stall. No further complications were anticipated/reported.